Event description:
An ophthalmic surgeon reported that during a cataract with iol (intraocular lens) implant procedure, aspiration stopped. In an attempt fo aspirate with full power, the customer pushed the foot pedal to the max level, but aspiration did not recover. The surgeon troubleshot by replacing the handpiece and tip but the issue did not resolve. The problem was solved by replacing the pak. There was no reported pt harm.

Manufacturer narrative:
A sample has been received but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).